Manufacturer narrative:
Philips investigated the reported complaint. At the time of the event, the patient was being transferred from the philips table to a transport gurney. The tabletop was not centered and was fully extended toward the head end. During the transfer process, the patient reportedly felt unstable and pressed against the head end of the tabletop, attempting to stabilize themselves. This interaction resulted in the table pivoting away from the transport gurney. The patient then fell between the table and the gurney. The customer has declined to provide additional details regarding the patient¿s injury, any medical interventions or treatments, or the patient¿s current condition. A philips field service engineer conducted an onsite inspection of the system. The inspection included functional testing of table geometry and movement, review of system event logs, and physical inspection of the table pivot and braking mechanisms. No issues were identified. The system was found to be operating in accordance with specifications. The philips instructions for use (IFU) for the allura xper fd series ¿ basic operation, version 8.2, section 3.6.4 (patient positioning), include the following warning: ¿when transferring a patient, make sure that the tabletop is fully retracted towards the foot end and that the tabletop pivot is locked in position.¿. It was also noted during the investigation that the patient¿s reported weight was near the maximum rated capacity of the table. Based on the information available, the investigation concluded that the event was associated with patient interaction and table positioning during transfer. Following completion of the inspection and verification of system performance, the device was returned to clinical service. No corrective or preventive actions are deemed necessary at this time. If additional information becomes available, the complaint will be reassessed accordingly. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that, during the transfer of a patient from the x-ray table to a transport gurney, the patient slipped between the table and the gurney and fell. The report indicated that an injury occurred; however, no further details regarding the nature or severity of the alleged injury have been provided at this time. An investigation into this complaint has been initiated by philips.